Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet after a new sensor was inserted, with repeated pairing failed alerts despite menu toggling between g6 and g7 and re-entering the pairing code, and the user was advised to operate in bg-only mode and contact their distributor and dexcom for a replacement sensor. Symptoms included hyperglycemia, with the user estimating blood glucose at approximately 180 mg/dl. Outcomes included temporary loss of automated insulin dosing due to unavailable cgm data and reliance on bg-only operation. Investigation included review of device pairing behavior, user-reported alarm history, and bluetooth compatibility checks. Investigation of this case revealed repeated pairing failures attributable to sensor communication not establishing with the ilet, consistent with a cgm-to-pump connectivity problem, and the user was connected with dexcom for sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor or transmitter communication failure leading to unsuccessful pairing, with device function restored upon sensor replacement or successful re-pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.